Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the letter from the patient, "on (B)(6) 2011 I received an implant of your on-x prosthetic heart valve, aap, serial number (B)(4). At that time your recommended inr target range was 2.0 to 3.0. Subsequent to this I received the enclosed letter stating that an acceptable inr target range was 1.5 to 2.0. On (B)(6) 2016 I had a stroke. My inr at the time of the stroke was 1.8. The doctors believe that it was as a result of my blood clotting. The purpose of this letter is to inform you of the stroke so that you may have additional data for the future of the valve. If you should have any questions, please feel free to contact me."

Manufacturer narrative:
Communication was conducted with the patient via phone on 02/07/2017. When asked how he was currently doing he said that he ¿was still recovering,¿ specifically that his left-side is ¿a bit off¿ and that his face is ¿somewhat numb.¿ he indicated that the doctors believed that the stroke occurred do to medication changes. He explained that he had a colonoscopy on (B)(6) 2016 for which he was taken off coumadin for the interim and placed on lovenox. During this time it was believed that a thrombus may have formed and subsequent return to coumadin resulted in ¿dislodgement or partial dissolution¿ of the clot resulting in an embolus. The manufacturing records for the onxaap-25, sn (B)(4), were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were noted. The onxaap-25 was implanted (B)(6) 2011. According to the report, the patient was temporarily removed from warfarin and placed on low molecular weight heparin (lovenox) in preparation for colonoscopy scheduled (B)(6) 2016. The patient relayed the impression that a clot had formed during this lovenox period that became dislodged or was partially dissolved creating an embolus leading to a stroke from which the patient is still recovering. This is an anticoagulation-related and therefore valve-related stroke potentially precipitated by the temporary removal of warfarin and its subsequent resumption. All patients with mechanical valves currently require anticoagulation to reduce the risk of thrombosis and thromboembolic events (tes). Guidelines published by the (B)(6) recommend anticoagulation inr levels of 2.0-3.0 for mechanical heart valves in the aortic position, unless other medical conditions warrant otherwise [nishimura 2014]. Nevertheless, even with the appropriate levels of anticoagulation, the risk of tes is well known. The objective performance criteria of iso 5840:2005(e) indicate an industry-wide te rate of 3.0%/pt-yr for rigid valves. These risks are listed as potential adverse events in the instructions for use for the ascending aortic prosthesis (IFU). This event does not identify additional hazards or modify the probability and severity of existing hazards. This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the letter from the patient, "on (B)(6) 2011 I received an implant of your on-x prosthetic heart valve, aap, serial number (B)(4). At that time your recommended inr target range was 2.0 to 3.0. Subsequent to this I received the enclosed letter stating that an acceptable inr target range was 1.5 to 2.0. On (B)(6) 2016 I had a stroke. My inr at the time of the stroke was 1.8. The doctors believe that it was as a result of my blood clotting. The purpose of this letter is to inform you of the stroke so that you may have additional data for the future of the valve. If you should have any questions, please feel free to contact me."